Manufacturer narrative:
(Control board) the reported event of "an ar-8305 shaver displays a critical error tool failure code when plugged in" was confirmed and attributed to an overcurrent condition per CAPA-00063.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-8305 shaver displays a critical error tool failure code when plugged in. Multiple shavers were plugged into the same box, and all displayed the same error code. This was discovered during a procedure with no patient harm.